Manufacturer narrative:
The explanted devices will not be returned for evaluation.

Event description:
A report was received that a pt's precision system was explanted due to infection. The pt's implanting physician could not be contacted and further info is not available.